Event description:
Analysis of the returned device found that the shaft had been perforated by the another device. There was no clinical consequence to the patient.

Event description:
Analysis of the returned device found that the shaft had been perforated by the another device. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned and it was noted that the shaft had been perforated 1.8cm from the distal tip by the stent delivery wire (sdw) for the stent system that had been used with the device. The shaft had to be cut to remove the sdw to allow for further testing. A functional test was performed using a 0.020" mandrel and this was successful advanced through the device without any difficulty. The damage found on the device was caused by the stent system due to operational factors.